Event description:
A mayfield skull clamp was involved in an incident which caused a laceration. Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.